Event description:
Reference number (B)(4) event occurred in egypt. It was reported that the patient faced infusion set bent cannula on (B)(6) 2025 with pain at insertion site. The blood glucose level was 270 mg/dl and was treated via pump. The site location was on thigh. The infusion set has been used for few hours. No further information available.